Event description:
As reported, the .014 4.0x20 aviator plus device failed during balloon prep as negative pressure was not able to be attained and thus doc thinks there was a crack or hole in balloon. Was not used in procedure and thus no patient impact or injury. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. The device was not inserted into the patient as the malfunction occurred during prep. The intended lesion was in the right internal carotid. The lesion was noted to have about an 80% stenosis. The lesion was noted to have soft calcification. The vessel did not have any tortuosity. The contrast to saline ratio was 70/30. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82293224 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the .014 4.0x20 aviator plus device failed during balloon prep as negative pressure was not able to be attained and thus doc thinks there was a crack or hole in balloon. Was not used in procedure and thus no patient impact or injury. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. The device was not inserted into the patient as the malfunction occurred during prep. The intended lesion was in the right internal carotid. The lesion was noted to have about an 80% stenosis. The lesion was noted to have soft calcification. The vessel did not have any tortuosity. The contrast to saline ratio was 70/30. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the .014 4.0x20 aviator plus device failed during balloon prep as negative pressure was not able to be attained and thus doc thinks there was a crack or hole in balloon. Was not used in procedure and thus no patient impact or injury. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. The device was not inserted into the patient as the malfunction occurred during prep. The intended lesion was in the right internal carotid. The lesion was noted to have about an 80% stenosis. The lesion was noted to have soft calcification. The vessel did not have any tortuosity. The contrast to saline ratio was 70/30. The device was returned for analysis. A non-sterile ¿aviator plus .014 4.0x20 142cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected confirming that the balloon was received deflated with the ballon cover present on the distal potion of the balloon catheter. No additional anomalies or malfunctions were observed to be reported. The inflation/deflation functional analysis could not be evaluated as the luer hub presented a crack on the body resulting in a leak, not permitting balloon inflation. A high magnification analysis was performed to determine the possible cause of the crack identified in the hub, and it was observed that fracture lines and fatigue striation patterns could be identified in the separation border walls. The characteristics observed on the separated border walls are conditions that are normally attributed to forces that exceed the maximum tensile force that a material is able to resist. A product history record (phr) review of lot 82293224 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage-during negative prep¿ could not be confirmed as functional analysis was unable to be performed due to the subsequent findings of a cracked luer hub. The exact cause cannot be determined. Sem analysis revealed fatigue striations and fracture lines on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported. Overtightening is the likely culprit and has been known to cause cracks in luer hubs. According to the warnings in the safety information in the instructions for use, ¿prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Ensure that the devices are prepared according to the steps outlined in preparation. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and the proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure all air is removed from the balloon and inflation lumen repeat steps 8-12. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the .014 4.0x20 aviator plus device failed during balloon prep as negative pressure was not able to be attained and thus doc thinks there was a crack or hole in balloon. Was not used in procedure and thus no patient impact or injury. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. The device was not inserted into the patient as the malfunction occurred during prep. The intended lesion was in the right internal carotid. The lesion was noted to have about an 80% stenosis. The lesion was noted to have soft calcification. The vessel did not have any tortuosity. The contrast to saline ratio was 70/30. The device will be returned for evaluation.